Event description:
It was reported that the patient had stimulation in the wrong location. The reporter noted that a revision would be done on (B)(6) 2014 and it involved the left clavicular implantable neurostimulator (ins). The revision was being done as the lead was off target by two to three millimeters and the patient had a return of tremor. The lead placement issue would be from initial implant. The plan was to leave the current lead in place and add an additional lead. The ins and extension would also be replaced due to high impedances on contact 3. The patient had no history of impedance issues. The right ins would be replaced on the same day due to normal end of life (eol). The reporter was notified on the day of the report by the physician¿s assistant. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #300420917 8-2014-13401 as the patient had two ins¿s and it was not known which was on the left side.

Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3387s-40, lot # v858673, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v082506, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
Additional information received reported that the high impedances resolved, but the cause of the issue was not determined. No lead fractures were discovered. The impedances were all within normal limits after replacement. The new implantable neurostimulator (ins) had not yet been turned on, so no outcome was available.

Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3387s-40, lot # v082506, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type extension.